Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified interventional procedure, the balloon ruptured at 8 atm. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device was rec'd. Investigation is not completed.